Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample without packaging was returned for evaluation. The returned sample was tested for occlusion and leakage per specification with passing results. The set was spiked and primed according to the IFU. No air bubbles or air in line were observed. The sample was then ran on the space pump for approximately 5-10 minutes. The pump did not alarm air in line or any other alarms. In order to replicate the reported event, air was injected with a syringe into the set proximal to the space pump. The pump then alarmed for air in line. The returned product was functionally tested per specification and the reported defect of air in line without alarms was not able to be replicated or confirmed. Therefore, no root cause could be determined at this time. A review of the discrepancy management system was unable to be performed because the lot number was reported as unknown. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Event description:
As reported by the user facility: air in line during use. No injury reported.